Event description:
Following the initial implant procedure, high capture threshold and low r-wave sensing were observed on the right ventricular (rv) lead. A revision procedure was performed where the rv lead was repositioned. At a later date, loss of capture and low r-wave sensing were again noted on the rv lead. X-ray imaging was performed, but no lead anomalies could be seen. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and r-wave amp variation were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.